Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown posterior vaginal wall procedure on an unknown date and the mesh was implanted. It was reported that there was mesh exposure and the patient required removal of the mesh exposure.